Event description:
Caller reported neonate blood glucose results of lo, which on the system indicates a result of less than 10 mg/dl, on inform ii system 1, 40 mg/dl on inform ii system 2 within 10 minutes. Caller stated that last week, staff reported that this meter had blue control fluid in the strip port although she does not see any blue fluid or dried residue in the port today. No adverse event was reported. Strips are not available for return. A request was made for the return of the meter, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(4) is inform ii system 1, medwatch with identifier (B)(6 ) is inform ii system 2. Caller reported inform ii strip lot was either 471353 (expiration 11/30/2014) or 471354 (expiration 12/31/2014), could not provide which strip lot was used in either test, but knows the two lots are in use in the nursery. Strips will not be returned because the original vial(s) were used up. Strips not available for return.